Manufacturer narrative:
(B)(4). Corrected data: brand name - powered 60 echelon +, 340mm shaft catalog - psee60a, unique identifier - (B)(4). Batch # t5am5w. Investigation summary the analysis results found that a psee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. Device history lot = a manufacturing record evaluation was performed for the finished device lot t92l11 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot t92l87 number, and no non-conformances were identified. Device history batch = a manufacturing record evaluation was performed for the finished device batch t5am5w number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the sterile packaging was compromised and the contents of the sterile packaging were contaminated. A second like device was used to complete the procedure. There were no patient consequences reported.